Event description:
Customer reporter receiving a high reading of 244 mg/dl on their freestyle blood glucose monitor, and the customer reported feeling tired and shaky-symptoms of hypoglycemia. Customer then went to the hospital, where a laboratory glucose test was performed and the result was 42 mg/dl. An intravenous treatment of glucose was administered in order to stablize blood glucose levels.